Event description:
It was reported that a spectrum pump alarmed system error 105, it was also reported that there was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105, caused by a dislodged connector on the input/output printed circuit board. The input/output printed circuit board was replaced.